Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, the sheath was pulling in air. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been returned for analysis.

Manufacturer narrative:
Initial reported phone number (B)(6). The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified that both valves were deformed, likely due to the prolonged insertion of the dilator through the sheath. Microscopic inspection also revealed a tear in both the inner and outer hemostatic valves near the center slit separate from the previously noted deformation. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Separately, the deformation observed due to the sheath being returned and sterilized with the dilator inserted was determined to have the 'cause traced to transport/storage/.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reported phone number + (B)(6).

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, the sheath was pulling in air. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.